Manufacturer narrative:
One osseotite® implant was returned for inspection. The device shows signs of wear consistent with use about the threads. The internal drive feature is similarly worn. The reported driver was not returned for inspection. The product was functionally tested. It was noted that the implant was able to assemble with a house driver. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint indicated the implant could not be assembled into the driver. The complaint is non-verifiable, as the reported driver was not returned for inspection, and no deficiency was detected on the returned implant. The root cause for the reported event could not be determined. (B)(4).

Event description:
Doctor indicated implant did not assemble with driver and was removed. Doctor reported that he placed another implant in the same surgery.